Event description:
While opening for a case, the bd wet pvp-I preoperative skin prep tray was opened and there was a hole spotted in the wrapper. It was discarded and another tray was opened. The second kit also had a hold in the wrapper. It was discarded and a third tray was opened. The third tray was fine.